Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a hypoglycemic event on (B)(6) 2026. The patient blood glucose level was 70 mg/dl, and the patient was treated by drinking milk. No further information available.